Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that there was a loss or change of therapy. It was working and now all of sudden it was not working. The patient was having urge frequency. Stimulation was felt. She was on program 2 at 5.6 volts. The healthcare professional (hcp) had not instructed the patient to keep a voiding diary. The patient switched to program 3 at 3.3 volts and it was felt in the correct area. The issue started about 3 days ago in (B)(6) 2016. The patient later reported that "it is not holding. "She was going to the bathroom every 1.5-2 hours at night. She talked to a manufacturing representative (rep) and she told her to change to either program 4 or program 1. She currently did not feel stimulation and therapy was on. The patient changed from program 3 at 4.2v to program 4 at 3.7v, which felt in the correct area. The patient was going to monitor symptoms and increase voltage if needed. The issue started last week. The patient later reported that she wanted to go from program 4 to program 1 because program 4 was not helping. The patient was peeing every 1.5 hour during the night. The patient had tried increasing in program 4 but got a screen, which was determined to be "turn your ins" screen. On the call the patient turned the ins back on and increased from 4.9v to 5.4v and confirmed she now felt stimulation.

Event description:
Additional information received from the patient reported they had been trying a new level every 2 weeks with no great results. It was stated that they were on their last level so they would see if that would resolve the reported issues. It had only been a few days but no good results.

Event description:
Additional information from the patient reported previously mentioned issue and that they are going every 2 hours during the day. The patient spoke with their healthcare provider (hcp) and they instructed the patient to try all of the programs, first. When they were on program 4 they had stimulation at 7.1 and it was very strong. They felt a bit of pain in the left cheek on program 4. During the report, the patient was able to change to program 1 and set stimulation at 5.1 where the patient was feeling stimulation comfortably. The patient then stated that with program 4 they felt stimulation, but wanted to know why they were not getting therapeutic relief and overall why the therapy has not worked. It was recommended that if the new program does not work to follow up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that her stimulator is not working at all. She is getting up every hour, all night long. The patient stated she just finished the medication for a uti but it is still not working. The patient reported that the stimulator helped for the first couple weeks and then hasn¿t helped since then. The patient reported that her symptoms are like prior to getting the stimulator. The patient was on program 1 at 4.3 volts. The patient has tried 4 programs but none of them worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.